Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the valve of catheter leaked. The staff tells me that they have had the same problem with the other models.". Additional information reported "faulty valve in the sheath when injecting through sidearm, contrast was leaked with high velocity toward operator and staff." No medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine". Associated MDR numbers include 9680794-2024-00280, 9680794-2024-00293, 9680794-2024-00279.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "the valve of catheter leaked. The staff tells me that they have had the same problem with the other models.". Additional information reported "faulty valve in the sheath when injecting through sidearm, contrast was leaked with high velocity toward operator and staff." No medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine". Associated MDR numbers include 9680794-2024-00293 and 9680794-2024-00279.